Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with for a basic evaluation trial. It was reported that that there was lead insertion difficulty during the implant procedure. The physician placed the second lead and, when they attempted to remove the introducer needle and stylet, it caused the lead to shear. It was thought that the electrode may have broken off while implanting and there was visible damage to the lead. The physician asked about lead placement with the electrodes in place and they were going to do an x-ray to try to find the electrode. No symptoms were reported in the event. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported they were unsure of the cause of the lead being damaged when removing the stylet issue. They noted that they did not notice anything unusual when the physician attempted to remove stylet. The damaged lead/electrode was successfully removed from the trial patient. There were no further complications reported or anticipated.